Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would intermittently shut down unexpectedly. Customer's blood glucose (bg) value was "high" with trace ketones and flue like symptoms: exact bg value was not provided. A manual injection was administered to address elevated bg level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Reportedly, customer continued to use the pump for insulin therapy.